Manufacturer narrative:
Medtronic received additional information that quality control for this instrument is performed once a year. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this act plus instrument detected lower values of activated clotting time (act) ,and calibration was required. The use of the instrument was unknown. There was no adverse patient effect reported with this event.

Manufacturer narrative:
Device evaluation summary: the reported issue that this act plus instrument detected lower values of activated clotting time (act), and calibration was required was verified during service. Service technician performed internal and external cleaning of equipment. Service technician checked the temperature and performed lift wire check and calibration. Service technician verified operation with act-trac. Tested with sample blood, obtaining the expected result. All abnormalities have been resolved. The functional tests were successful, confirming that the equipment is functioning properly without restriction. Post repair testing was performed per specifications. D9: instrument was serviced at the facility by medtronic field service and was not returned to medtronic service center medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.